Event description:
I am currently pregnant and have to see a high-risk doctor due to being a type 1 diabetic. I currently switched to the new dexcom 7 thinking it would be better with the shorter warm up time. It hasn't been nothing but problems. It really does do the warmup quicker but it will not connect with my omnipod insulin pump. I contacted omnipod and dexcom on august 18 and after completing several trouble shooting tasks they told us it would connect in 25 minutes. I kept putting in the new sensor number and it finally connected. Once it was time to change the sensor the same thing happened. I had to go to the emergency room for hyperglycemia and ketones in my urine on august 26th!! This time when I called, they went through all the trouble shooting tasks and then they told us it was a problem they have been having and that I needed to replace the sensor. I called my doctor and she switched me back to the g6!